Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. The contact declined troubleshooting during a follow up and declined further follow up to complete troubleshooting.